Event description:
Patient representative reported on behalf of patient, right side device rupture. Via MRI implant has clear, uneven outer contours, due to the connective tissue capsule, the internal cavity of the implant is deformed, linear areas of the hypointense mr signal (intracapsular defects) are determined, the content of the implant has a heterogeneous structure with point drop-like inclusions, besides, between the capsule and the implant the accumulation of moderate amount of fluid is visualized. Against this background, breast tissue of heterogeneous structure is visualized with the presence of diffusely located small cysts, native examination did not reveal nodular formations. Mr signs of right breast implant rupture."device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Patient reported right side rupture. MRI noted implant has clear, uneven outer contours, due to the connective tissue capsule, the internal cavity of the implant is deformed, linear areas of the hypointense mr signal (intracapsular defects) are determined, the content of the implant has a heterogeneous structure with point drop-like inclusions, besides, between the capsule and the implant the accumulation of moderate amount of fluid is visualized. Against this background, breast tissue of heterogeneous structure is visualized with the presence of diffusely located small cysts, native examination did not reveal nodular formations. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported. The device has been explanted.